Event description:
It was reported that there are concerns for low power on the console and the customer is requesting a quote for replacing the brick. No further information provided on procedure or patient outcome.

Event description:
It was reported that there are concerns for low power and customer is requesting a quote for replacing brick. No further information provided on procedure or patient outcome.